Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2018. Approximately 3 years and 7 months after the first revision the patient had a second right knee revision on (B)(6) 2022. The patient experienced pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D4: corrected. D10: concomitant devices: (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. (B)(6) 200-02-32 - three peg patella 32mm. G4: corrected h6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.